Manufacturer narrative:
An investigation is underway. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the talar dome failed. Voids were noticed under the talar dome.